Event description:
It was reported that following a catheterization, an angio-seal was selected for use. The patient experienced a femoral occlusion. One day later, surgical femoral arteriotomy was performed. The device was removed and a graft was placed. The surgeon noted an anterior dissection in the artery. Four days later, the patient was discharged from the hospital.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.